Event description:
Clinic reports a bloodleak with a 23rd use f80b dialyzer. The reuse agent was formaldehyde. The event was probably due to a cracked header. The pt suffered 150cc bloodloss but no other adverse effects and no medical intervention was required. The sample is not available. MDR filed due to bloodloss only. Pt dob: 6-23-34, wt. 73kg. Male.